Event description:
Pump was received by manufacturing from funeral home. Interrogation of the pump revealed the last change had been made in 2002. Funeral home reported explanting the pump in 2005. The implanting physician had no info related to the circumstances of the pt's death. Cause of death is unk. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found - normal device function.